Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken.

Event description:
At the moment of the catheter's insertion, it was observed leakage of saline solution in the catheter through a hole about 3cm of the patient attachment.